Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Correction: g3 on the initial MDR that was submitted should have been december 5, 2023. Corrected field: h10 (correct device evaluation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found during the device evaluation: software update is recommended since it is old. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be failure of the display circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found worn out video connector latch that caused poor connection with pigtails, and no serial digital interface signals due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Upon installation inspection of the evis exera iii video system center, the output image from the serial digital interface terminal was not displayed. The device was returned for evaluation. During the device evaluation, no serial digital interface signals due to a faulty printed circuit board was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.